Event description:
This lead remains implanted but is showing high threshold readings. The physician decided to implant a whole new system but also leave the old system in and active as well. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.